Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to evaluate the instrument's performance. All verification testing performed within the instrument and assay specifications. No hardware issues were detected. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one patient involving the laboratory's access 2 immunoassay system (B)(4). The customer reanalyzed patient sample two (2) additional times on the same access 2 immunoassay system, and obtained lower results within the assay's normal reference range. The elevated access accutni+3 result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. No hardware errors or other assay issues were reported in conjunction with this event. The patient's sample was collected in a lithium heparin with gel separator tube and was centrifuged for ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer.